Event description:
Reference number (B)(4). Event took place in the united states. The patient reportedly experienced an alarm indicating a blockage in the insulin flow of the infusion set on (B)(6) 2025. The obstruction was identified within the tubing system. The blood glucose level was high and the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). The batch 6000703 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6000703 were previously tested in complaint (B)(4) on 28/aug/2023. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. Device history record (DHR) review: the lot 6000703 was manufactured according to the work instruction (wi) version 103 in the line 6, on 23/apr/2023 with a total of (B)(4) units. Gluing of tubing the lot 3d01259 was manufactured according to the wi version 55, gluing of tubing in the machine sc02, on 21/apr/2023, with a total of (B)(4) units. The lot 3d01748 was manufactured according to the wi version 55, gluing of tubing in the machine sc01, on 23/apr/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 30/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6000703 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.